Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No motor error alarm during testing was noted. The motor passed motor test. The insulin pump was received with minor scratched display window.

Event description:
It was reported, the customer received a motor error alarm during a bolus delivery. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.